Event description:
Physician deployed one resolute integrity to moderately calcified lesion in the lcx with 99% stenosis and moderate tortuosity. Approximately 2 days later, the patient complained of a severe chest pain and cag confirmed that the relevant stent was occluded with thrombosis. Emergent pci was performed. The physician aspirated thrombosis and deployed a stent at proximal to the relevant stent with overlapping. Though thrombosis still remains in the relevant stent, the procedure was completed because lmt was also stenosis nearly 50%. Raise the heparin dose and doubled the dapt dose (dosing amount unknown).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (thrombosis); (no results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: inherent risk of procedure ¿ (thrombosis); unable to confirm complaint ¿ device or procedural images not provided for review. (B)(4).